Event description:
It was reported that during central processing, there was metal showing through the tips of a fenestrated bipolar forceps instrument. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The insulation was found to have a crack near the end that attached to the yaw pulley. Visual inspection displayed signs of physical damage. The wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy arcing was observed.